Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving 2000 mcg/ml unknown baclofen at a dose of 232.4 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had an issue with the pump. The troubleshooting done was the healthcare provider (hcp) lowered the pump. After the replacement surgery, they put the pump at 200 mcg to offset because no one knew. The patient didn¿t respond to that. The patient came of surgery alert for one hour and fell asleep for 10 hours straight. They kept lowering to 13 (lowest it could go). They sent the patient home the next day at night. The patient came home vomiting and had a spinal fluid leak. The patient was sick for 7 days and recovered nicely. Their arms were forward and they were driving joy stick. The dose stayed at 103 mcg between (B)(6) 2017 when the patient went for their first increase. They figured the patient was doing so well at 104 and the hcp agreed. As they were increasing, it was noticed that the patient was very tight, but not as bad as before surgery. The patient¿s arms were backwards. The friend/family member would have to bring the patient¿s arm forward on the joystick. After surgery, the patient was doing okay with no pain until doing 3 increases slowly (8-10% max). The dosing as of last week (as of (B)(6) 2017) was at 283 overall dosage. The patient was only at 104 rate, but the 3 boluses equaled 283. The patient went back to the hospital on (B)(6) 2017. The patient was in pain. The consumer spoke to the hcp who used to attend to the patient and they stated the patient might be getting too much dosage too soon. The patient was vomiting liquids on (B)(6) 2017. The patient couldn¿t bend their knees and their legs were extended. The patient had pain in the arms/chest and their body was distorted. One bolus was removed and on (B)(6) 2017 one bolus was brought from 50 to 25. The patient was put in their chair, but they could not tolerate the wheelchair. They were not sure why the patient was so tight at 284. The patient had missed 20 days of school. The patient had an appointment on (B)(6) 2017. The patient was brought to the emergency room (ER) on (B)(6) 2017 and they didn¿t know anything about the pump and baclofen, so they brought the patient upstairs and the hcp lowered the pump. The consumer was upset as she didn¿t know what to do and was going around in circles. The patient was in so much pain. The consumer called a manufacturer representative and asked if she had seen a case where a child was not responding. The patient did not have pain with the previous pump. The patient was receiving 283 mc/day and their 4 am bolus was removed. After the first increase on (B)(6) 2017, all of this started. On (B)(6) 2017, the patient might have still had anesthesia. The hcp stated to keep the patient in bed due to the vomiting and spinal fluid leaking. When the consumer noticed the patient could put hand on joystick, that¿s when they knew the pump wasn¿t working. The patient couldn¿t bend their right leg because there was so much pain. They took an x-ray of the left femur because it was so swollen. That was a brand new symptom. The consumer was waiting for the hcp to call with the results. The left leg was so tight and they didn¿t understand why. The consumer didn¿t think she was getting this much before. A bolus was removed and the patient hadn¿t vomited since. There was no out of box failure reported. There were no medical or therapy problems associated with small parts reported. The symptoms were considered sudden. It was stated that the patient was wheelchair bound and had cerebral palsy. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.